Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary medication, magnesium sulphate 2gm in 100cc was hung and programmed to infuse over 1 hr. The infusion completed in ¿minutes¿. The secondary infusion was hung higher than the primary. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.